Event description:
Pt reported the infusion device displayed an unsolvable e8 power interrupt error. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was returned for evaluation. A preliminary evaluation revealed the up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This led to an unsolvable e8 power interrupt error. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.